Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.

Event description:
As reported by the patient's attorney, a lynx suprapubic mid-urethral sling was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6). Block h2 (additional information): e1 (initial reporter's email address and phone number) updated. Block h6: patient code 2348 captures the reportable event of unspecified injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
As reported by the patient's attorney, a lynx suprapubic mid-urethral sling was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
As reported by the patient's attorney, a lynx suprapubic mid-urethral sling was implanted on (B)(6) 2010. According to the complainant, the patient experienced injury, pain, suffering and loss amenties. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Block a2 (age at time of event): 37 years old when the device was implanted. Block b3: date of event: date of event was approximated to implant dated 10/08/2010 as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, ireland by dr. (B)(6). Block h6: patient codes 2348 and 1994 capture the reportable event of injury and pain. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a2 (age at time of event), b5 and h6 (patient codes) updated. On november 5, 2020, it was identified that the advantage system complaint reported under MFR. Report 3005099803-2019-03946 is a duplicate of the lynx system complaint reported under MFR. Report 3005099803-2019-03001. Only a lynx system was implanted, and the correct device information is reflected in MFR. Report 3005099803-2019-03001. Any new event information will be sent under MFR. Report 3005099803-2019-03001.

Event description:
As reported by the patient's attorney, a lynx suprapubic mid-urethral sling was implanted on (B)(6) 2010. According to the complainant, the patient experienced injury, pain, suffering and loss amenities. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. --- additional information received on november 9, 2022 --- it was reported that in 2013, the patient underwent a sling operation for stress urinary incontinence. A subsequent evaluation in 2017 showed a bladder stone and overactive bladder. In (B)(6) 2017, she underwent a cystolitholapaxy and laser with partial removal of mesh in the bladder. Pieces of the sling were found eroded into the urethra and had been removed. On (B)(6) 2017, the patient was seen in the urology department and underwent flexible cystoscopy that showed normal urethra and normal bladder mucosa. She has a history of bladder dysfunction, pelvic floor repair and recurrent urinary tract infections. Most recently she had been complaining some urgency up to 10 minutes. An MRI was performed that revealed mild disc disease most prominent at l5 to s1. She was started on betmiga 25mg orally once daily. On (B)(6) 2018, she had a follow-up visit and was now concerned about the stress incontinence and about the clinical symptoms of bladder overactivity. She reported that following the sling operation in 2013, she started to have incontinence again in the last two years. She was sent for a kidney function test and scheduled for full urodynamics. Urodynamics showed mixed urinary incontinence, idiopathic detrusor overactivity (ido), and sui from low volume; she was not obstructed. On (B)(6) 2019, the patient was seen for a flexible cystoscopy to reassess for mesh erosion, where a stone at the bladder neck was found at a likely site of mesh erosion. She had mixed incontinence on urodynamics and with leaking. On (B)(6) 2019, she came in for a follow up clinic visit. She has frequency, nocturia, and mixed stress incontinence. Her flow was normal, but she did have sensation of occasional incomplete emptying. She did report some vaginal pain, current pain score 3/10 with some chronic lower back and lif pain. There was grade 1 cystocele, laxity of the posterior wall and no apical prolapse at the time. She also discussed with her physician regarding the recurrent bladder neck stone formation due to likely mesh in her urethra, idiopathic detrusor overactivity and recurrent stress incontinence. Diagnoses: 1. Vaginal tape and (B)(6) 2013 2. Urinary retention, bladder stone in 2017, laser cystolitholapaxy, mesh seen 3. Urodynamics in 2018, mixed urinary incontinence, ido and sui from low volume, is not obstructed 4. Recurrence of stone in mesh and bladder, (B)(6) 2018 5. Laser of stone of bladder neck, (B)(6) 2019, no mesh seen. On (B)(6) 2020, she was admitted for an elective removal of tvt due to recurrent urethral erosion and urethral stone formation. Symptoms included frequency/nocturia, urgency, incomplete emptying, and recurrent urinary tract infections for the past 3 months. On (B)(6) 2020, the mesh was entirely removed under general anesthesia. Stones (x2) were isolated and removed via midline incision. Drains and pack were removed after 24 hours, and the patient was discharged with catheter in situ. On (B)(6) 2020, she had a post-op follow-up via telephone and reported some mild pain and numbness in the incision site but was otherwise well. Her vaginal and lif pain have resolved. She described her lower urinary tract symptoms have improved by 80%. She had no frequency and had nocturia x1 with a normal flow. Her incontinence had reduced, and her usage of pads decreased to 3-4 (from 7/day). The incontinence was mixed, mainly urge. On (B)(6) 2021, she had another follow-up visit at the clinic. She reported she has been doing well but since december has noted an increase in the frequency of her urinary tract infections, which have all been successfully treated with antibiotics. She also had some new onset abdominal bloating over the last four months, with no associated pain. She was currently taking betmiga 50mg and lyrinel 5mg.

Manufacturer narrative:
Block a2 (age at time of event): 37 years old when the device was implanted. Block b3: date of event: date of event was approximated to implant dated (B)(6) 2010 as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, ireland by dr. (B)(6). Device was explanted at (B)(6) hospital, (B)(6) ireland (phone: (B)(6)). Block h6: patient codes e2006, e2330, e1309, e1310 and e2338 capture the reportable event of mesh erosion, pain, urinary retention, urinary tract infection and obstruction. Impact codes f2302, f1901 and f1903 capture the reportable event of medications required, additional surgery and mesh excision. Block h11: blocks a2 (age at time of event), b5 and h6 (patient codes) updated. On november 5, 2020, it was identified that the advantage system complaint reported under MFR. Report 3005099803-2019-03946 is a duplicate of the lynx system complaint reported under MFR. Report 3005099803-2019-03001. Only a lynx system was implanted, and the correct device information is reflected in MFR. Report 3005099803-2019-03001. Any new event information will be sent under MFR. Report 3005099803-2019-03001.